Manufacturer narrative:
Investigation is ongoing. The device remains implanted in the patient.

Event description:
As reported, during the deployment of a 23 mm 9600tfx sapien 3 valve inside a surgical valve in the pulmonic position, the valve was deployed 50/50 aortic/ventricular and was exhibiting severe pvl. A second 23 mm 9600tfx sapien 3 was deployed valve in valve (viv). No additional information is available at this time.

Event description:
Per communication with edwards lifesciences representatives present at the procedure, the valve did not exhibit pvl. It was reported that the operator placed too much forward pressure on the delivery catheter during deployment. There was no reported device malfunction of the delivery system. The operator was intentionally pushing forwards on the delivery system to deploy the valve lower as they anticipated that the valve would move proximal upon deployment since the area was 'tight'. Another 23 mm 9600tfx sapien 3 was deployed into the correct position within the surgical valve, and the patient went home on post operative day 1.

Manufacturer narrative:
A supplemental MDR is being written for correction and additional information received from representatives present at the procedure. Corrected h6 device codes. Corrected and added additional information to b5.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation as the device remains implanted. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to position the thv with respect to the landing zone. As the reported event did not allege a malfunction that could be related to an edwards manufacturing deficiency, a device history record review (DHR) and lot history review were not required. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 usage in the pulmonic position. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, the operator placed too much forward pressure on the delivery catheter during deployment. Per the training manual, 'ensure stability of delivery system during thv deployment' and slow inflation can help with deployment stability. In this case, intentional device manipulation or exerting force in expectation of the valve moving up likely resulted in the valve being deployed in a non-target location. As such, the available information suggests that procedural factors (device manipulation during deployment) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.